Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
According to the report, a couple of days after implanting synergraft aortic valve and conduit the patient presented with a fever (102 -104° f), initial blood cultures were negative. However, approximately a week and a half post-operatively, blood cultures were positive for (B)(6). A cardiac echo performed on the patient indicated vegetation on the valve near the anastomosis. The surgeon believes this vegetation created an abscess that perforated through the allograft causing a pseudoaneurysm. As such, an investigation was performed. A review of donor and processing records has been performed and the allograft met all specifications for release. Histopathologic examination of the explanted valve showed acute inflammation and microabscesses in the muscle band. No organisms were seen on gram and gms stained sections per the hospital pathology report. In addition, cultures of the explanted valve tissue were reportedly negative. This event was reported as a case of post-operative (B)(6). While the echo and pathologic findings are indeed consistent with infectious endocarditis, the significance of the blood cultures must be considered with caution as (B)(6) is a common skin organism known to frequently contaminate blood cultures. Although, the precise cause of the reported event cannot be determined, intraoperative contamination of the allograft and/or transient bacteremia due to intravenous lines must be considered. The absence of coagulase negative (B)(6) organisms on all heart tissue processing cultures argues against the allograft itself being the source of the infection. The available information suggests that an intra-operative or post-operative source is most likely the cause of the endocarditis. No further action is required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the allograft caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, the patient presented with a fever (102-104 degrees f) several days after surgery. Initial blood cultures were negative. However, blood cultures taken approximately 1.5 weeks after surgery were positive for (B)(6). A cardiac echo indicated a vegetation on or near the valve. Subsequent blood cultures were negative. Reoperation was required and the valve was replaced with another homograft.

Manufacturer narrative:
An investigation has been initiated and any additional information will be submitted in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the allograft caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.